Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was on impella cp support and experienced heavy bleeding. The impella cp was weaned and explanted. The patient's care was withdrawn and the patient expired. Abiomed's medical safety officer reviewed the event and determined there is not enough evidence to exclude the impella as an associated factor to the patient's outcome. Additional information was received. The patient came into the clinic spontaneously breathing. After first examination, it was decided to do a cardiac catheterization. A pronounced occlusion of the left main stem was noted. The patient presented with an ejection fraction of 25% and a systolic blood pressure well below 90. It was decided to intervene under impella support. During the application, the patient was in need of resuscitation for atrial fibrillation. After about two minutes, the patient had a return of spontaneous circulation. Intervention went well under impella protection. Stenting of the left main was successful, after which the patient was transferred to the intensive care unit. The patient was very unstable and developed respiratory insufficiency and had to be intubated and ventilated. The patient had an increasing need for vasopressors/inotropes. Diffuse bleeding was noted as there was a drop in hemoglobin due to liver failure. There was also bleeding from the insertion site of the impella (despite best practice) so the decision was made to explant the impella cp. The patient died in the course of the afternoon from severity of the shock.